Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, during total knee arthroplasty, one of the side pins on a size 7 cutting block became dislodged, causing the journey ap cut block impactor to lock onto cutting block. This happened outside the patient. The impactor was removed and surgery was resumed, without any delay, with the same device. No patient injury reported.

Manufacturer narrative:
H3, h6: the associated device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d3